Manufacturer narrative:
Reliability analysis evaluated one sealed reservoir. Performed pre-fill reservoir test, and the reservoir passed per inspection. No air bubbles anomaly was found during analysis. Checked o-ring/stopper groove for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 220 mg/dl. The customer reported that the air bubbles are located in tubing and reservoir. The customer was advised to change infusion set and instructed to tap reservoir to gather small bubbles into a large one. The customer was advised to push air back to insulin vial. The customer stopped troubleshooting since she mentioned leak and did not have the tubing clamp. Customer will monitor and change set as soon as she can.